Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a continuous cycling peritoneal dialysis (ccpd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿possibly due to improper technique/contamination¿ (no further detail was provided). On an unreported date, the patient was hospitalized for the event. The treatment for and the outcome of the peritonitis event was not reported. No further information was provided regarding if dianeal therapy was ongoing. No additional information is available.